Event description:
The customer reported that channel c was running fentanyl 50mcg /ml in 50ml at 2 ml/hr and vtbi = 34 ml in the ICU. There were 4 bolus doses given. The bag was found to be empty in approx 2.5 hours, but the pump indicated 13.074 ml total delivered. The programming of the pump was verified by 3 nurses when the overinfusion was noticed. The pt was intubated on ventilator support. No reversal agents were ordered and there were no significant change in vital signs. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
MFR's report date: 01/30/2015. (B)(4). The device(s) has been received and wn eval is pending. A follow up report will be submitted once the eval is completed.

Manufacturer narrative:
MFR's report date: 07/29/2015. The customer's report of an overinfusion of fentanyl was not confirmed. A review of the associated pcu event log for the fentanyl (50 mcg/ml) infusion indicates that the infusion was programmed on module (B)(4) to infuse at a rate of 2 ml/hr with a vtbi of 34 mls. The infusion started at 2:59 am and ran until 5:35 am that morning. During the infusion 4 bolus doses were delivered. The total volume delivered during the -2 hour and 35 minute infusion was recorded as 12.6 mls. Data from the log indicates that the module was subsequently programmed for a ivf + additive infusion with the rate set at 30 ml/hr, and the vtbi set to 700 mls, and allowed to infuse for approximately 1 minute before turning the module off. It is unclear why the final infusion of ivf + additives was programmed on the pump module in question. The customer's report did not mention this infusion. It is also unclear why a bolus dose of fentanyl was administered to the patient near the end of the infusion if the bag was in the process of emptying too soon. Testing and the inspection of the pump module found it to be in good working condition and delivering fluid with specifications. The root cause of the reported over infusion could not be determined during this investigation.

Manufacturer narrative:
Manufacturer's report date: 08/04/2015.